Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump stops working during the middle of priming and rewinding. The customer's blood glucose was over 500mg/dl due to severe infection, but now it went down to mid 200mg/dl. The pump alarmed no delivery; alarm was resolved with a set change.